Manufacturer narrative:
(B)(4). The device involved was not returned for evaluation by the manufacturer. A device history record review could not be conducted since the lot number was not provided. Functional test process of current production of smart concha no sterile ip-5041ns was reviewed and no issues were observed that can lead to the defect reported. To perform a proper and thorough investigation to confirm the alleged defect and determine a root cause, it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint reported: "respiratory therapist noticed bubbling in column and excessive water in circuit during high flow nasal cannula therapy. Patient went into respiratory distress. Removed and replaced equipment. The infant was on 1.5lpm and there were no outside influences witnessed by the therapist. Patient condition reported as fine. There was no report of necessary medical intervention.